Event description:
It was reported that during a rotational atherectomy treatment procedure, speed issues were noted. The rotablator console rotational speed was set at 160,000 rpms. The nitrogen flow was unable to be maintained which affected the rpms. Therefore, the console was unable to maintain a constant speed. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 74 krpm; in turbine mode, the speed was set to and maintained 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 201 krpm. These are typical operational speeds. The console did not exhibit any rotational speed fluctuation (rpms steady) or any problems with the internal gas/air pressure. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops approximately 68 krpm from a maximum of 200 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The most likely root cause is a failure of the proportional valve. The maximum turbine pressure was slightly low at 81 psi. This does not appear to affect console functionality. The console can be adjusted to bring this value within the specified range. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, speed issues were noted. The rotablator console rotational speed was set at 160,000 rpms. The nitrogen flow was unable to be maintained which affected the rpms. Therefore, the console was unable to maintain a constant speed. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).